Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 pounds during prime/compromised force sensor system test due to moisture damaged inside force sensor resistor. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm when the reservoir was empty. Device made a growling noise during prime. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.